Manufacturer narrative:
Unable to investigate report as specific info was not provided. Mfg facility made repeated attempts to obtain device info.

Event description:
Surgeon revised a total knee arthroplasty approximately three and a half years post operatively to correct tibial loosening. Cementation technique is alleged to have contributed to revision. Revision occurred without incident.